Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported that in 2007, her blood glucose reading dropped dramatically to 17 mg/dl. She stated her normal blood glucose readings are 80-130 mg/dl. The pt stated, she recognized she did not feel well and that she "felt funny." She stated, she lost consciousness while sitting on the couch. Her husband then took her blood glucose reading, gave her 10 glucose tablets, and called the paramedics. When the paramedics arrived, they gave her a glucose IV. The pt stated, she was unconscious for about 40 minutes. After taking the glucose tablets and IV, her blood glucose readings went up to 196 mg/dl. The pt reported that her blood glucose reading this morning was 63 mg/dl, but she was able to bring it up by eating. During troubleshooting, the pt stated she changes her infusion set tubing every 10 days. She was advised to change it every 6 days as recommended in the product labeling. The pt also stated that, she had an angioplasty done last week, has kidney failure, and has recently been put on a high carbohydrate diet. She said she is waiting on a call from her doctor to see what type of insulin adjustment is needed. On follow up, the pt stated that she is doing fine and has had no further issues. No product will be returned for evaluation.